Manufacturer narrative:
A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Reported one false positive sars result. It is unknown if the consumer was symptomatic. The consumer communicated the result was confirmed negative by an alternate testing method (method unknown). An additional consumer event was communicated which is captured on a separate report.